Event description:
During baxter's evaluation of a spectrum pump, it was discovered the power adapter had a bulge which indicated beat damage. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the heat damage on the power cord. The power cord was not repairable and was replaced.